Event description:
A malfunction code was reported by the customer, and initial inquiries confirmed no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) provided guidance on resetting the pump, and upon failure to resolve the issue, determined a replacement pump was necessary. The customer was instructed to continue using the pump temporarily and to contact cts if the malfunction recurred. The pump was under warranty, and a replacement was arranged along with instructions on returning the faulty pump using a pre-paid label. The customer agreed to follow these procedures and use an alternate insulin delivery method, mdi, during the interim.